Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer. There was no allegation reported by the patients related to a CPAP device's sound abatement foam. No medical intervention was specified. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. The device's downloaded logs were reviewed by the third-party service center. There were 2 errors codes found. Secondary finding observed and dust present the third-party service center concludes that they could confirm the customer's allegation and there was visible foam degradation and unit got corrected